Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory on (B)(6)2020. A photograph was provided by the account. The delivery device was observed to be outside the loading device with the white plunger not depressed. The blue slide lock was not observed in the photograph. The seal was observed inside the body of the loading device. An investigation was conducted on (B)(6)2020. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not dis-engaged. The seal and tension spring assembly was observed to be inside the loading device. The seal and tension spring assembly was removed from the loading device. No visual defects were observed. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.215 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition and the photographic inspection, the reported failure "activation problem" was not confirmed, but was confirmed for the analyzed failure "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal was normally loaded in the tube. After that, the seal got stuck in the middle of the deliver device and failed to be removed properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) seal was normally loaded in the tube. After that, the seal got stuck in the middle of the deliver device and failed to be removed properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.